Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had partial display. The customer¿s blood glucose value was 164 mg/dl. Customer stated that the display of the insulin pump was very bright light across the top of the screen that something was missing from the top of the screen. Customer also stated that the after pressing the button the screen was not completely brighten. Customer stated that the insulin pump was neither dropped nor bumped. The insulin pump will not be returned for analysis.